Event description:
It was reported that balloon profile problems were encountered. The target lesion was located in a coronary artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the balloon was unable to fully inflate to nominal size in the lesion and a dogbone effect was noted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.